Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2008, 4968-25 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing thresholds and the right ventricular (rv) lead exhibited high and increasing thresholds and high impedance trending up. The ra and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.